Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the radial artery. The de novo lesion being treated was located in the moderately tortuous left anterior descending artery. Predilation was performed, then the physician implanted a 3.00 x 38 mm promus element stent in the target lesion. The physician advanced a 3.5 x 15 mm non-bsc balloon catheter for postdilation, however the balloon catheter caused proximal edge of the implanted stent to deform about 1-2 mm. The procedure was completed by postdilating the deformed stent. No further complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by other. The investigation indicates another device/drug/subsequent procedure caused the complaint event (B)(4).